Manufacturer narrative:
Product damage (sterile sleeve): clinical states that the sterile sleeve of the pump was torn while changing the dressing today. Pump was not returned for investigation. Therefore, the root cause of the product damage(sterile sleeve) issue was not determined since product was not returned. Vt/ vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Access site bleeding: clinical states that a slight ooze was noted on (B)(6) 2025 and dressing was changed. Patient thinks that its due to lying on back. No other information available. Pump was not returned for investigation. Therefore, the root cause of the access site bleeding issue was most likely patient movement related as patient was lying on the pump leading to oozing event which resolved with dressing change. Low pump flow: clinical states that on (B)(6) 2025, suction alarms were present and p-level reduction resolved the alarms. Pump was not returned for investigation. Data logs were investigated. Lt log image shows suction alarms at p6 and p-level to decreased to p-4 to resolve the suction. Placement signal is trending up. No other abnormalities with motor current or position of the pump observed. Therefore, based on the clinical information provided and data log review, the root cause of the low pump flow issue was not determined since logs and clinical information were inconclusive. Positioning issue: clinical states that the pump was measuring 6.1cm and was repositioned to 5.1cm. Patient had vt runs and ectopy overnight but the reason for the pump out of position is unknown. Pump was not returned. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient information about the improper positioning was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was needing mechanical circulatory support. During impella 5.5 support, the patient was in atrial fibrillation/atrial flutter. It was also noted of ventricular tachycardia runs and ectopy on electrocardiogram. Echocardiogram (echo) showed the impella 5.5 measuring 6.1 centimeters. The impella 5.5 was repositioned under echo. It was noted that the impella 5.5 was still slightly touching the septum, small left ventricle (lv) cavity. Additionally, a newly noted torn anticontamination sleeve at the distal end, tegadermed to seal and the team was all aware and unconcerned at this time. There was also a report of episode of suction that resolved by dropping from p-6 to p-4. However, acute change in aorta (ao) and lv placement signal values at that time which have persisted despite resolving suction. Ao and lv were still peak to peak in systole; however, ao and lv were reading in 40s systolic and are both displaying negative diastolic values. Motor current pulsatile and flows were maintained. No hemodynamic changes were noted. Again, it was noted of occasional impella position unknown with deranged placement signals. Echo showed device shallow at 3.6 centimeters, however, the team did not want to pursue repositioning. The procedural outcome was the patient survived the surgery.